Event description:
It was reported that the patient presented to the emergency room with shortness of breath, hypotension, and tachycardia. A transmission observed the right ventricular (rv) lead with possible loss of capture and r-wave undersensing. The lead remains in use. No patient complications have been reported as a result of this event.